Manufacturer narrative:
(B)(4); boston scientific received information that this patient received an appropriate shock in (B)(6) 2015 followed by inappropriate shock therapies in (B)(6) 2015 and (B)(6) 2015 (while combing hair). Electrode noise was recreated on the primary and secondary sense vectors. It appears that the sense b suture (xyphoid position) has come loose or broken allowing for electrode migration. No reprogramming has been undertaken at this time and the patient will be re-evaluated for electrode repositioning in (B)(6) 2015. Boston scientific received information relating to review of stored episodes. Episode 2 occurred due to oversensing of an mvt at a rate of 174 bpm in which the lower programmed zone was 190 bpm. Episodes 5,6,8, and 9 occurred due to oversensing of either noise or atrial fibrillation. The site has not entered episode#3-10 for this patient. A request has been made to have the site provide additional information. Boston scientific received information in late-february 2016 that this patient had been presented back on (B)(6) 2015 for a lead revision procedure. The device remains in-service. Episodes 7 and 10 were reviewed by in-house engineering. It was determined that in both of these episodes the rate dropped below the lowest programmed rate zone which extended the time to therapy. Boston scientific received information in late-april 2016 that following completion of the lead revision procedure on (B)(6) 2015, the device was reprogrammed. Boston scientific received information from the clinical site in (B)(6) 2016 that this chronic device and replacement electrode (implanted on (B)(6) 2015) were explanted on (B)(6) 2016 due to infection that was confirmed by culture. Boston scientific received information that following the lead revision procedure in (B)(6)2015, the patient received an inappropriate shock (episode 012) in (B)(6) 2015.

Event description:
Boston scientific received information that this local representative from florida contacted boston scientific's technical services (ts). According to the local representative, this patient was admitted into the hospital's emergency room (ER) following shock delivery from the device. Shock delivery occurred while the patient was dancing at a party. The local representative arrived at the hospital to interrogate the device. Upon review of the episode, the inappropriate shock was attributed to electrogram noise. The local representative commented that the device had stored an untreated episode due to electrogram noise in (B)(6) 2014. It appears that the patient was participating in a yoga class at the time the untreated episode was stored. No reprogramming of the device was undertaken in (B)(6) 2014. The local representative was able to recreate the electrogram noise during patient isometrics with pushing up out of a chair. The device responded appropriately and no inappropriate shock was delivered. Boston scientific received information from the local representative in (B)(6) that this patient was seen in-clinic in (B)(6) 2014 for troubleshooting. Both primary and secondary sensing configurations were tested as the patient did isometrics, various yoga poses and other exercises. Electrogram noise was observed on both primary and secondary, with noise more prominent in secondary, especially during transitions between yoga poses and when the patient raised her arms. No programming changes were made. Boston scientific received information that the patient has been scheduled for an in-clinic device check by the device-following physician in (B)(6). There is a plan to evaluate the secondary vector for noise and possibly change to that vector if it appears to be better.

Manufacturer narrative:
(B)(4). Boston scientific received information that this patient received an appropriate shock in (B)(6) 2015 followed by inappropriate shock therapies in (B)(6) 2015 and (B)(6) 2015 (while combing hair). Electrode noise was recreated on the primary and secondary sense vectors. It appears that the sense b suture (xyphoid position) has come loose or broken allowing for electrode migration. No reprogramming has been undertaken at this time and the patient will be re-evaluated for electrode repositioning in (B)(6) 2015. Boston scientific received information relating to review of stored episodes. Episode 2 occurred due to oversensing of an mvt at a rate of 174 bpm in which the lower programmed zone was 190 bpm. Episodes 5,6,8, and 9 occurred due to oversensing of either noise or atrial fibrillation. The site has not entered episode#3-10 for this patient. A request has been made to have the site provide additional information. Boston scientific received information in late-february 2016 that this patient had been presented back on (B)(6) 2015 for a lead revision procedure. The device remains in-service.

Event description:
Boston scientific received information that this local representative from (B)(6) contacted boston scientific's technical services (ts). According to the local representative, this patient was admitted into the hospital's emergency room (ER) following shock delivery from the device. Shock delivery occurred while the patient was dancing at a party. The local representative arrived at the hospital to interrogate the device. Upon review of the episode, the inappropriate shock was attributed to electrogram noise. The local representative commented that the device had stored an untreated episode due to electrogram noise in (B)(6) 2014. It appears that the patient was participating in a yoga class at the time the untreated episode was stored. No reprogramming of the device was undertaken in (B)(6) 2014. The local representative was able to recreate the electrogram noise during patient isometrics with pushing up out of a chair. The device responded appropriately and no inappropriate shock was delivered. Boston scientific received information from the local representative in (B)(6) that this patient was seen in-clinic in (B)(6) 2014 for troubleshooting. Both primary and secondary sensing configurations were tested as the patient did isometrics, various yoga poses and other exercises. Electrogram noise was observed on both primary and secondary, with noise more prominent in secondary, especially during transitions between yoga poses and when the patient raised her arms. No programming changes were made. Boston scientific received information that the patient has been scheduled for an in-clinic device check by the device-following physician in (B)(6). There is a plan to evaluate the secondary vector for noise and possibly change to that vector if it appears to be better.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information in (B)(6) 2016 that an inappropriate device detection/charge were recorded in episode#011, #013 and #14 in (B)(6) 2016. Additionally, treated episode #015 ((B)(6) 2015) and two untreated episodes #16/#017 ((B)(6) 2016) were recorded. An inappropriate shock occurred in episodes #015 (due to non-cardiac noise) and episode #017 (due to t-wave oversensing) and an inappropriate charge occurred in episode #016 (due to t-wave oversensing). Of note, there was non-cardiac noise after the charge in episode #0 16. The device was programmed to secondary x2 (250 bpm/200 bpm) secondary for all these episodes. As previously reported, the device and replacement lead were explanted on (B)(6) 2016 due to infection.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical report that this device's stored episodes #'s 011, 013, and 014 were reviewed and exhibited inappropriate device detection and charging. Episode#012 was also reviewed and inappropriate shocks due to noise was identified. As previously reported, this system was explanted on (B)(6) 2016.